Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.